Event description:
Follow up information that the patient still had concerns with their implantable neurostimulator (ins) therapy but was working with their doctor and the manufacturer¿s representative. An appointment was to be scheduled in august 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was reprogrammed the day prior to the report with four new programs because the old programs did not work. The patient also stated that the ¿magnet had to be turned off¿ because she worked at a hospital and while at work her device was being ¿toggled on and off;¿ this was done prior to (B)(6) 2013. The patient also reported that she had ¿a lot of problems;¿ the patient lost a kidney and had ¿thirty-five kidney surgeries.¿ the patient¿s programmer was also stolen or lost. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# j0231029v, implanted: (B)(6) 2002, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).